Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It is swallowed in small amounts while being used. [Accidental device ingestion]. Gastric mucosa was damaged [gastrointestinal mucosal disorder]. These days his stomach hurt, and he had a gastroscopy [stomach pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gastric mucosa erosion in a male patient who received double salt dental adhesive cream (polident free denture adhesive cream) cream for denture wearer. Concurrent medical conditions included gastroscopy. Concomitant products included no therapy. On an unknown date, the patient started polident free denture adhesive cream. On an unknown date, an unknown time after starting polident free denture adhesive cream, the patient experienced gastric mucosa erosion (serious criteria gsk medically significant and other: gsk medically significant), accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), stomach pain and product complaint. The action taken with polident free denture adhesive cream was unknown. On an unknown date, the outcome of the gastric mucosa erosion, accidental device ingestion, stomach pain and product complaint were unknown. It was unknown if the reporter considered the gastric mucosa erosion, accidental device ingestion and stomach pain to be related to polident free denture adhesive cream. Additional details: as reported polident free denture adhesive cream was used to attach the dentures. Since the adhesive cream was thin and had no adhesive power, it was swallowed in small amounts while being used. Consumer didn't knew if it was due to the adhesive cream, but those days his stomach hurt, and he had a gastroscopy. The gastric mucosa was damaged. The consumer received a prescription for medicines from the hospital.